Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged retaining ring from the original position. The retaining ring was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. Additional observation(s) related to customer reported complaint: the instrument was installed on an in-house system and driven. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed and the grips would not open and close. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not close. The user attempted to open and close the jaws of the instrument manually using the lever, but it did not move. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.